Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no display, no audible tones, not being able to perform a self-test, and no communication between the system controller and the system monitor was not confirmed. The system controller (serial #: (B)(4)) was not returned for analysis. There have been no further alarms since exchanging the system controller. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the vad coordinator and reported a controller malfunction. The green pump running symbol was on. There were no auditory alarms heard while the red heart and red battery symbols were illuminated. The patient exchanged power sources from mpu to batteries but the red heart and red battery symbols continued without auditory alarms. The display was blank despite interrogation, the patient could not see flow, speed, last alarms. The patient was unable to complete the self-test with the system controller. The patient was also unable to check the battery gauge. The patient did not drop, damage, or get the system controller wet. When the patient arrived in the clinic the report of no auditory alarms and red heart / red battery symbols illuminated was confirmed. The small yellow light on the wrench symbol was also illuminated. The device could not be interrogated. The yellow u for the batter line alarmed and illuminated when the power connection was changed from battery to patient cable. Data would not transmit to the power module and module so no log files were downloaded. A controller exchange was completed without incident. The patient exchanged from battery to patient cable several times, checked the screen for readings, and completed a self-test without incident. The exchanged system controller would not enter sleep mode by holding down the battery button so the backup battery was removed. After re-connecting the backup battery to the exchanged system controller the system controller displayed "charging" on the screen.